Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device was received for evaluation. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. One device is available for evaluation but has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the device reportedly leaked. One reported event had no patient involvement; no patient impact. One reported events had no known patient involvement or patient impact.

Manufacturer narrative:
Exemption number e2015055. One device was received for evaluation. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device reportedly leaked. One reported event had no patient involvement; no patient impact. One reported events had no known patient involvement or patient impact.